Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8100 unit serial # (B)(4). Customer called in for help on 8100 unit has error code 200-5040 which is software compatible issue. Needs to reflash software on unit. Walk customer through steps on his asm software to first check in his profile to make sure he has the correct firmware files load, he does but the wrong version he has 9.5 and they have upgrade to v9.19.1.12 on their main units. So customer will look for the cd guardrail poc v9.19 and call back to get assist to get the correct firmware files setup on his asm software.